Event description:
The surgeon attempted to insert a plate silicone lens model aa4204vl. The lens haptic tore prior to insertion and the cause of the lens damage was unknown. The lens was not inserted and there was no patient contact or injury.